Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets blockage at site event on (B)(6) 2024 . The insertion site for both the events was at abdomen and the infusion sets was not in use for more than 48 hours. The patient resolved both the event by replacing infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(6) - MDR 3003442380-2024-08188 - device 2 of 2. E1: patient city: (B)(6).